Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rolling stone computer was returned to the manufacturer for analysis. Analysis found that the computer initially booted to the application screen and passed without errors. Analysis found that the reported event was related to a computer component issue due to a loose connection to a connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive while moving through the initial screens in the spine software. It was reported that the system did not completely shutdown, but stopped responding at random points. Two reboots resolved the reported issue. There was no patient present when this issue was observed.